Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) was reading as ¿high¿, however, with no specific value provided. The cause of the elevated bg was unknown. Customer delivered a bolus via the pump to address bg level. Tandem technical support instructed customer to contact a healthcare provider to obtain alternate insulin therapy.